Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away while wearing the insulin pump. The caller stated that she could not return the insulin pump as the hosp kept it. It was stated that the customer's blood glucose reading was 30 mg/dl. No further info was provided.